Event description:
The reporter stated that the patient experienced blood glucose of hi on the meter (above 600 mg/dl) and was subsequently hospitalized with high blood glucose; the reporter indicated that the patient was given an injection prior to being taken to the hospital and was treated with intravenous insulin in the emergency room. The patient's blood glucose reportedly increased the day before the hospitalization; the reporter stated that they noticed that the cartridge was leaking. The reporter stated that the cartridge was changed with a cartridge from a separate lot number and this cartridge was also noted to be leaking. The reported stated that it was unknown where on the cartridge was leaking; the reporter confirmed that there were no cracks in the cartridge. The reporter also confirmed that the tubing was changed with each cartridge change and there were no noted issues with the tubing. This report is made based on the allegation that the patient was hospitalized with hyperglycemia associated with cartridges that may have malfunctioned.

Manufacturer narrative:
Follow-up #1 12/13/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the cartridges passed visual inspection, no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Associated with report # 2531779-2011-08177.